Event description:
The customer had issues with erratic results on the cd 1700. Original result for hgb was 7.0g/dl and 11.2g/dl. No treatment was given due to the low hgb result. The analyzer was also producing errors for diluent empty, det empty and lyse empty errors. There has been no report of impact to the patient or patient management.